Event description:
It was reported that the lead was removed and replaced because the physician determined the lead to be too short for an abdominal implant. The lead appeared to have pulled back towards the atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the outer insulation had a cosmetic depression and there was apparent explant damage.